Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using a non-medtronic balloon due to a high gradient and the use of a 34 millimeter (mm) valve, which was standard for the implanting physician. The valve was inspected via fluoroscopy, and the inflow line ended just at the 4th node; however, it was decided to proceed with implant. Upon the first deployment attempt, an infold was observed at a target implant depth of 3 mm. Subsequently, the valve was recaptured and with drawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted that a procedure delay of 5 minutes occurred in result of the infold, and the miss-identified misload caused/contributed to the infold. No adverse patient effects were reported. Additional information was received that the misload was not due to a new valve loader.

Manufacturer narrative:
Image review: one static image and one media file were provided for review. Fluoroscopic valve load inspection was performed, and overlap appears to reach node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should not be used, and a new valve should be loaded onto a new dcs. Overlap to node 4 was identified but it was reported that the valve was still used for implantation. An infold occurred during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. E1. E3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using a non-medtronic balloon due to a high gradient and the use of a 34 millimeter (mm) valve, which was standard for the implanting physician. The valve was inspected via fluoroscopy, and the inflow line ended just at the 4th node; however, it was decided to proceed with implant. Upon the first deployment attempt, an infold was observed at a target implant depth of 3 mm. Subsequently, the valve was recaptured and with drawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted that a procedure delay of 5 minutes occurred in result of the infold, and the miss-identified misload caused/contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was discarded; therefore, it was not returned to medtronic for analysis. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was inspected via fluoroscopy, and the inflow line ended just at the 4th node and the implant team proceeded to implant the valve. Per medtronic best practices, overlap at node 4 and beyond is considered a misload. Thus, the miss-identified misload contributed to the infold. Ultimately, a new valve and delivery catheter system (dcs) were used for implantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.